Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: during preparation for surgery, a white piece came off on the tip of the device obturator, the seal was torn. The device was not used on the pt. A new instrument was used to complete the procedure. No pt injury was reported.